Manufacturer narrative:
Additional narrative: the manufacturing location is unknown. The date of manufacture is unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by the (B)(6) that during service and evaluation, it was observed that the compact air drive device motor was blocked, seized and was rough running. It was further noted that the device presented a blocked internal turbine. It was noted in the service order that the interlock equipment, internal turbine and some internal components were worn. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.